Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was concerned that the pump was not delivering the full amount of insulin requested. Review of pump data confirmed that an occlusion alarm had occurred. Blood glucose was 93 mg/dl. Reportedly, the alarm was cleared to address the event and insulin delivery was resumed.